Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, severely scratched and cracked display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 133 mg/dl. Nothing further was reported.